Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
A patient with afx devices was diagnosed with aneurysm sac growth with no visible endoleak. The physician elected to reline the devices with a non-endologix gore device.

Manufacturer narrative:
Based on the information available the root cause of the reported event is unknown. Devices remain implanted in the patient and were not returned, therefore no physical product evaluation was completed. Clinical review found evidence to reasonably suggest the following contributing factors to the reported event: endoleak type v. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.